Event description:
Customer reported issues with the insulin pump. Customer also states that the sensor glucose and blood glucose are off. Customer states that the blood glucose reading is 272 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used enlite sensor, performed bicarbonate buffer test per specifications. Sensor failed per specification due to high readings.